Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. The blue temperature indicator is eroded at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,6) when plugged in. Plasma and coagulation were generated as intended. There was no loss or movement of the blue indicator during evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include activating the device above recommended settings for prolonged periods of time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, a purple substance dropped off from the paragon wand while the surgeon was pressing on either coagulate or ablate pedal. The substance was removed from the patient by suction from the shaver. The procedure was completed without delay using the same faulty device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).